Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-103- finger removed from strip before strip had sufficient time to fill. (B)(4). Note: manufacturer contacted customer on 9/21/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated that he is satisfied and comfortable with the replacement meter. The customer stated that he is not experiencing any symptoms regarding his diabetes and does not need to seek any medical attention. The customer stated that he is now currently taking insulin to control his diabetes.

Event description:
Customer call originally for an e-2 error message. No symptoms or medical attention was reported at the time of the call. The expected fasting blood glucose test result range is 250mg/dl. Proceed to troubleshoot the product with the customer and replace the product. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was not reviewed for previous test result history. We call customer back on 9/7/2017 to ensure that the replacement products resolved the initial concern and customer is satisfied with the readings of the replacement product. Customer went to urgent care last week due to high blood sugar/ pain/ and depression. Customer tested 549mg/dl fasting. No medication was given but he was prescribed insulin for the first time. Customer left urgent care on the same day and his sugar was at 380mg/dl. Customer states his normal sugar levels are high and is currently monitoring with doctor.